Manufacturer narrative:
This initial emdr is being submitted to FDA for a reportable event that occurred outside the USA. Optic damage is indicated as a potential malfunction related to the iol, as stated under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurring in malaysia. Damaged optic after implantation. Cracked or broken optic (middle). Increased incision size. Product replaced with another lens immediately during surgery. Patient health not impacted. Iol was explanted on (B)(6) 2026 problem code: a0404 - crack.